Event description:
It has been reported to the company that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 4mm to occlude the vessel. The physician injected some dye and then deflated the occlusion balloon to 3mm to check to see where the lesion was. The physician then reinflated the occlusion balloon to 5mm and the occlusion balloon deflated, cause unknown. The physician removed the balloon and replaced it with another to complete the case. Patient is reported to be fine.